Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no adjustments worked with the knobs on the external pulse generator (epg). The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the encoder switch assembly connection was loose. Encoder switch assembly was contaminated, foreign material found on menu encoder. Output connector assembly was broken. Hanger assembly was broken. Upper case was broken. Keypad was scratched. Lower case was broken. One tube and tube sleeve was missing. Display wires were routed incorrectly. Display wires were pinched, wire insulation was exposed. There was evidence of a non-manufacturer personnel disassembling and reassembling. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.